Event description:
It was reported that the clip applier "cut the pulmonary" rather than clipping it. Another clip applier was used. There was no pt injury. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that upon firing the first clip the device fired with proper pinch and alignment, but with excessive force. Another clip was fired and was noted to have hugged the right side of the jaw, remaining in the jaws until the build-up of force due to the descent of the next clip fired the clip out. It was noted that the device was returned with no clip in the jaws. The device had been used after the expiration date.